Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to verify battery out limit alarm due to unresponsive button. The insulin pump had scratched display window and missing end cap sticker. The insulin pump was monitored in 24 hrs and had no blank display noted. No moisture damage on electronics noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.